Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however, the device history record was reviewed and no non-conformance or reworks were noted during the manufacturing process that relate to the reported issue.

Event description:
It was reported that during a stand-alone left atrial appendage clip procedure, the base of the left atrial appendage tore as the surgeon was trying to place the clip flush against the left atrium. Graspers were used in attempt to fit the clip down further on the atrium. The patient bled. The patient was off pump, then placed on pump when the bleeding occurred. The case was delayed for five hours, attempts were made to sew the tear. The clip was not placed in the end and the patient expired. The rep was told by the physician that the patient had been on steroids which could result in thin, fragile tissue.